Event description:
During service at baxter, a technician discovered failure code 810:11 that was caused by the ail pcb (air in line printed circuit board) out of calibration. Also during product evaluation, it was discovered that the failure code 810:11 had interrupted delivery. The event was discovered during product evaluation. There was no report of patient injury, adverse event or medical intervention associated with this report. No additional information is available.the user interface module master software version is 5.04.00, categorized as unremediated.

Event description:
The facility representative contacted baxter to report an infusor in which there was an internal failure and the device stopped pumping. The event occurred in (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the ail pcb (air in line printed circuit board) was recalibrated in order to resolve the failure code 810:11 found during product evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review indicates that the device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).